Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report # (B)(4). Visual inspection: received: catheter connector [qty 1], catheter [qty 1], filter [qty 1], all three samples were attached to one another. The connector lid was closed with an alligator clip attached. The catheter was inserted into the connector. Catheter connector visual inspection: no abnormalities found. Catheter visual inspection: the catheter was cut 377mm from the end. The end of the catheter was thinner. The catheter was stretched 16.7% from the tip moving the marking point 35mm from the tip of the catheter instead of the 30mm point where it originally was marked. Dimension check: catheter outer diameter (end of catheter) check: company specifications: 0.80mm ~ 0.88mm, received sample: 0.826mm, 20mm from end of catheter was 0.658mm, the outer diameter near the end of the catheter was thinner with visible signs of stretching. Functional test: catheter tensile strength test: test conducted using received connector and received catheter. Company specifications: above 5.5n, test results: 9.09n, test conducted using received connector and unused catheter. Test results: 9.12n, the received sample did meet company specifications. Others: connection check: received catheter was able to be inserted into the received connector without resistance and up to the marking point. The connector lid was able to close securely. Device history record: no abnormalities found from reviewing the relevant device history record(s). Although the returned sample met specifications, the product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility ((B)(4)): catheter easily comes off.